Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation / watchman procedure with three qdot micro catheters and a thermocool smarttouch sf catheter and the patient experienced a pericardial effusion that required a pericardiocentesis. First error that occurred during the procedure was error 218 (non compatible generator) and at the same time, the octaray catheter was unable to map / fam. The qdot dongle was unplugged from the patient interface unit (piu) and that cleared the 218 error and fam was enabled. It was noticed that the piu was disconnected from the ngen through the connection tab on the monitor from the last case (which was an atrioventricular (av) node ablation which was done purposefully and not due to a malfunction). Ngen cables were connected to the piu, it was disconnected from the system through the connection tab on the monitor. Once, it was connected the error cleared. The system was rebooted mid case after the piu was plugged in and the 218 error resolved. Then, 3 separate qdot micro catheters had error 105 (map sensor error) when plugged in and inserted into the patient and the physician could not see the catheters on carto 3. For troubleshooting with the first qdot micro, the cable was changed, and the catheter was changed; however, still had the error 105 displayed. The second qdot micro was replaced with another qdot micro, but this time with a different lot number. The error 105 remained, so the carto 3 system was rebooted but the error 105 remained. This is when the qdot micro catheters were changed to the thermocool smarttouch sf catheter. To note: all qdot micro catheters were inside the body; however, no ablation occurred with the qdot micro catheters. Then, thermocool smarttouch sf catheter was inserted into the body and some ablation occurred; however, there was no ECG reading on the carto 3, but there was ECG on the recording system. The catheter was re-zeroed but the ECG error persisted. Additionally, no impedance was seen on carto 3; however, it was seen on the ngen. The physician also could not get the visitag to work on the carto 3. No additional troubleshooting occurred because physician did not feel comfortable continuing with the procedure, so the atrial fibrillation procedure was cancelled and the physician continued with the watchman portion of the case. After the watchman, a new study was opened and the ECG was seen on carto 3 (that was the only thing that they were able to test/see at this point); however, the physician did not want to finish ablation. At the end of the case, the patient had a pericardial effusion that was treated with pericardiocentesis. The patient was stable afterwards. The physician reported that the cause of the effusion was that he "went in blindly with the ablation catheter" although he did not specify which ablation catheter, the qdot micro catheters were the catheters he could not see on the carto. It is important to note that the physician was across the septum with the vizigo sheath and had intracardiac echocardiography (ice) available. The engineer came on sight and noted damage to the piu (bent pins); however, after replacing the damaged piu part, the qdot micro catheter error remained and therefore, it was believed that there were also 3 malfunctioning catheters and one malfunctioning cable. Additional information was received. The ngen was purposefully disconnected from the system (under connection tab on the ngen monitor) for an av node ablation. After the previous av node case was done, it was forgotten to connect it back to the system. The physician ablated for about 30 seconds and since he could not get a visitag, he cancelled the atrial fibrillation portion of the case and continued with the watchman. Minimal ablation was done with the thermocool smarttouch sf catheter. Adverse event was not due to carto 3. The adverse event was assessed as MDR reportable under the three qdot micro catheters and the thermocool smarttouch sf catheter. The impedance issue, magnetic sensor error and visualization issue, were assessed as non MDR reportable. The device cannot be used during these issues and will need to be replaced. The no ECG reading on carto 3 issue and error 218 are also non MDR reportable. The most likely consequence for these non MDR reportable events is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Lastly, the visitag issue was also assessed as non MDR reportable. Visitag provides supplemental information to aid in ablation procedures. If visitag points are lost, inaccurate, or unable to be obtained, then this is highly detectable. The acquisition of visitag points is not necessary to perform ablation procedures. Points can be taken manually, and ECG rhythm is the ultimate guiding feature of ablation procedures. An issue with visitag does not affect patient risk. The no ECG reading issue and error 218 are also non MDR reportable. The risk to the patient was low.

Manufacturer narrative:
The 3500a initial included, ¿the adverse event was assessed as MDR reportable under the three qdot micro catheters and the thermocool smarttouch sf catheter.¿ however, after further review on 07-jul-2025, reassessed the adverse event only reportable under the thermocool smarttouch sf catheter as it is the most suspected device. The thermocool smarttouch sf catheter delivered rf energy directly to the cardiac tissue. Although the physician reported that the possible cause of the effusion was that he "went in blindly" with the "ablator", no ablation was performed with the qdot micro catheters and it was made clear that the physician had ice imaging available. Additionally, it is not clear if the physician confirmed that he was referring to qdot micro catheters or the thermocool smarttouch sf catheter as the "ablator". The adverse event did not occur until post procedure. Therefore, the three qdot micro catheters were reassessed to not reportable concomitant products. Hence, updated coding under the h6 health effect - clinical code, h6. Health effect- impact code and removed from h6. Medical device problem code "patient device interaction problem (a01). Manufacturer's reference number: (B)(4).